Event description:
Procedure type: lap nephrectomy, kidney adrenal grand. According to the reporter, the balloon was inflated with 23 cc of air when it exploded. There was no report of pieces falling into the cavity or impacting the pt. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported. Pt details were not provided.